Event description:
Report rec'd from (B)(6) stating that the device was "overheating". The device was not being used in surgery. There was no reported pt or user or user injuries. There was no add'l info provided.

Manufacturer narrative:
The device has been rec'd by anspach. If add'l info is rec'd, a supplemental report will be sent.